Event description:
It was reported that the infusion line broke. A 1.6mm jetstream sc catheter and thruway guidewire were selected to treat critical limb ischemia. The 80% stenosed target lesion was severely calcified. The jetstream catheter was advanced over the thruway guidewire to the target lesion and actively used for approximately six minutes. During use it was noted that the shaft, 90cm from the tip, began to kink. The physician observed the catheter was not working as it had before. It was suspected that the guidewire was kinked. There was resistance withdrawing the guidewire due to the lesion calcification and the kink in the jetstream catheter. A new thruway guidewire was used. After approximately one minutes of use, the infusion line was broken. The device was removed intact from the patient. Blood was leaking from the shaft, and there were air bubbles between the catheter shaft and infusion line. A new device was used to complete the procedure. There were no patient complications.